Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the device would not be returned per hospital policy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the implant incision never healed until about two months later. Six weeks prior to the report, the patient had a lot of pain and it felt like something was pushing its way out of their skin. The patient went to the emergency room (ER) to have a lump checked, but they were sent home. A week later, the lump popped, and the lead and anchor popped through the patient¿s skin in their back. The patient then went to the hospital and had an emergency surgery to remove the system. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had severe pain at the battery site anytime they sat or laid down and had more relief during the trial. The patient noted she developed a lump within months that became white and then popped. When it popped the lead came through their skin and they had surgery to remove the device.